Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was unable to be confirmed. The evaluation found foreign debris protruding from the air/water nozzle. The outlet pipe was blocked with white material, likely to be plastic. The device also failed the automated air leak test and was leaking from the bending section rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, ¿the image lost color and sometimes disappeared¿ on the evis lucera elite gastrointestinal videoscope during reprocessing. During inspection of the returned device, debris was identified in the air/water nozzle, which was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined that the most likely cause of the white fiber in the air/water nozzle was that the device was not reprocessed in accordance with the instructions for use and personnel may not have been trained in accordance with the IFU regarding reprocessing or device handling. The instructions for use (IFU) instructs the users of the following: the IFU instructs users to use the air/water cleaning adapter to prevent obstructions of the nozzle. ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the reprocessing manual instructs cautions users of the following: ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor the field performance of this device.